Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. At this time, we are unable to determine with certainty the exact cause of the endoleak but an internal clinical review indicated the event was due to user error, pt anatomy, and off label use of the device. We have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male with hypertension and a previous history of aortic stenosis underwent aaa repair in 2008. The angle between the proximal neck and the aneurysm was not considered suitable for endovascular repair. The procedure went as labeled. Final angiography revealed a type I endoleak at the proximal neck. Another MFR's extra large stent was placed to successfully resolve the endoleak. Pt is recovering.